Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device was initially explanted due to normal battery depletion and replaced with a new device. However, after the device arrived analysis was performed which indicated that this device reached a criteria to placed under a reportable trend for premature battery depletion. No adverse events were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.